Event description:
The advocate stated that, the customer's contour meter had been reading erratically. He alleged that, the customer had to be taken to the hospital as a result of the meter readings. Troubleshooting of the system showed it to be operating as designed. While the customer service representative was attempting to gather more information about the event, the advocate stated that he was not satisfied with the meter readings the customer received. He then ended the call. Several attempts have been made to contact the customer for more information, but they have not been successful. No product will be returned at this time.